Event description:
It was reported that the patient was asymptomatic. It was noted that during a follow up in clinic, noise was observed on the atrial lead. The atrial lead was capped 07 sep 2022 and replaced. There were no patient consequences.

Event description:
New information received notes an insulation anomaly was also suspected prior to the procedure completed (B)(6) 2022.